Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Manufacturer narrative:
No button error alarm was noted during testing. The pump had intermittent button response due to a flattened button dome switch. The pump also had minor scratches on the lcd window, a cracked case at the display window corners, cracked battery tube threads, a broken belt clip slot, a cracked reservoir tube lip, a cracked reservoir tube window, and a cracked case at the reservoir tube window corner.

Event description:
It was reported that the customer had a button error alarm on his insulin pump. No additional information provided.